Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited impedance measurements around 1900 ohms with the pacing system analyzer (psa). As the threshold measurements were appropriate, the lead was tested in unipolar configuration and the impedance measurements remained high. The lead was connected to the device and impedance measurements remained high sometimes becoming greater than 2000 ohms; however, the threshold measurements were appropriate. As this patient had good conduction between the atrium and ventricle and was not pacing dependent, the physician elected to leave the lead implanted in the current location. No adverse patient effects were reported.